Event description:
After a successful prime, the mps was set up for use on a critically ill pt who was being operated on to correct a dissected aortic aneurysm. Within the tubing circuit supplying blood to the mps, a hemoconcentrator was installed. The resistance through the hemoconcentrator was excessive and created abnormal excessive pressure within the blood line supplying the mps, causing the mps to display an "over max pressure" error when the flow was attempted to be delivered. This caused the mps to discontinue flow. It was determined that a high input pressure condition existed. The perfusionist resolved the input over pressure condition, power cycled the unit, at which time the mps resumed flow and functioned normally. The case was completed without further incident. The mps performed within specification during the procedure.